Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the reported allegation of bearing balls was confirmed but not the losing black fluid. The likely cause of failure could not be determined. However, it was noted that the distal bearing was detached, both input and output shaft bearings were worn, laser markings were illegible/faded and the tube dail does not rotate smoothly. B3: date of incident or estimated date of incident was not provided to the manufacturer. Aware date used as date of incident until further information is obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the losing black fluid and bearing balls. At the time of the report, there was no patient impact reported.